Event description:
It was reported that the patient never had therapeutic effect. The patient had not received any pain relief since implant despite trying several medications and increased boluses. Nothing helped the patient and she would just get sick from the changes. The patient currently was able to receive three boluses per day. The physician told the patient the catheter was going to be changed out with approval from the insurance company. Four months had since passed and the physician had not contacted the patient. Although no x-ray had been performed, reportedly it was determined to be the catheter as the patient did not having any relief. This device system delivered morphine. Additional information was requested to clarify event details, product status, resolution and patient outcome. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).